Manufacturer narrative:
Run data was not provided for review of the alleged positive result. A root cause has not been identified. Without data for the alleged positive run, the root cause of the discrepant result could not be determined, however the sample being near/at the limit of detection of the assay from a low titer or cross-contamination could be a factor. A product quality issue was not identified. Due to lack of data and information, additional conclusions cannot be provided.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 (negative for influenza a and b) when tested on cobas liat. The same sample was retested twice on a separate cobas liat. Both retests generated a negative result for all targets. The negative results was released. No harm was alleged. Per FDA¿s eua guidance, 1 MDR will be filed.